Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent break. Reported event of stent unable to be removed. According to the complainant, the suspect device has been implanted in the patient and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was attempted to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the removal procedure, the physician attempted to removed the advanix biliary stent from the intra-hepatic duct. The physician said he could see, under fluoroscopic imaging, where stent was getting stuck. The physician used a snare to attempt to remove the stent, however, the snare had 'pulled through the stent'. The stent was unable to be removed and was left in place. The physician stated the he thought the distal barb on the stent was caught in the duct, preventing the stent from being removed. A wallflex uncovered metal 8mm x 80mm stent was placed in the right intrahepatic duct for drainage and the procedure was completed. The physician stated that he is going to leave the advanix biliary stent in place due to placing the metal biliary stent placed in the right side. The physician also reported that the patient is palliative at this point as well. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "fine."